Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The titanium hexed uniscrew (uniht) was returned for investigation. Visual inspection of the returned product identified fracture at the at the threaded collar. The drive feature is worn from use and contains additional debris. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿surgical manual: tapered & parallel walled implants¿ instsm rev 08/18. Information identified: torque matrix - internal connection. The complainant reported that the screw was fractured. The reported event is confirmed as a fracture was identified on the returned product during visual inspection. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI: (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the uniht screw fractured.